Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced wide fluctuations in blood glucose while using the ilet, with lows of 66 mg/dl and highs of 239 mg/dl, the user announced meals inappropriately. Symptoms included hypoglycemia requiring oral carbohydrate intake and hyperglycemia without needing medical attention. Outcomes included transient low and elevated glucose outside the target range without medical intervention or hospitalization. Investigation included review of device use patterns and patient logs, user education on proper meal announcements including usual and less than more options. Investigation of this case revealed user technique contributed to glycemic variability, and a factory reset was considered to clear learned traits. It was concluded that the event was related to use error with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.